Manufacturer narrative:
During the eval of the device at the third party service ctr, an issue related to the blower motor was observed. The device's blower motor was replaced to address the issue.

Event description:
A ventilator was returned to a third party service ctr for eval. The device was not in pt use.